Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level ranged from 90-217 mg/dl. In addition, it was reported that the battery was depleting faster than expected. Cts determined that the pump battery was depleting as expected. Customer maintained allegation. Multiple attempts were made by cts to obtain additional information; however, customer did not respond.